Event description:
The customer reported that the system did not fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep removed and replaced the communications board. The system works as intended.